Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured low voltage hazard/no external power events on 31may2024 at 2122 and 01june2024 at 0517. These events occurred on the mobile power unit (mpu) and it appeared that the mpu lost total power enabling the backup battery in the system controller until power was restored to the mpu.

Manufacturer narrative:
Section g4, PMA/510(k) #: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On 31may2024 at 21:22:08 and on 01jun2024 at 05:17:07, no external power alarms activated, consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). In both cases, the alarms resolved when ac power was restored to the mpu. The backup battery was able to provide support to the system as intended. Pump function was not affected. Attempts to obtain information about the event from the patient were made, but to date no response has been obtained. The root cause for the loss of ac power was unable to be determined through this investigation. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.